Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Manufacturer narrative:
The event of alcl was retracted by the patient's family member. Upon review of available information by allergan's medical safety team, we are unreporting this event.

Event description:
Patient family member reported bia-alcl was diagnosed for the contralateral side only.

Event description:
Patient family member reported ¿after a breast reconstruction following a breast cancer today suffers from a lymphoma lagc (alcl) and is currently in chemotherapy¿ and ¿whole could not be removed during the operation¿. The affected side has not been specified. The patient's family member subsequently reported that the lymphoma was diagnosed on the contralateral side, on the left side a "sub-axillary node" was found and the patient had some irritation. This deals with the left side. The device has been removed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was diagnosis of lymphoma-alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient family member reported ¿after a breast reconstruction following a breast cancer today suffers from a lymphoma lagc (alcl) and is currently in chemotherapy¿ and ¿whole could not be removed during the operation¿. The affected side has not been specified. Additionally, regulatory agency reports biomarkers cd30+ and alk-, confirmed by the lymphopath network and "sub-axillary nodule". The device has been removed.